Event description:
Two months after stent implantation, a 100% stenosis was seen in the (dlada) distal left anterior descending artery and 90% in the (mlada) middle left anterior descending artery. The lesion in the dlada was treated with a 2.5x18mm cypher stent. The mlada lesion was treated with a 3x18mm cypher stent. The residual stenosis was 10% in the dlada, and 50% in the mlada.